Manufacturer narrative:
The investigation has been completed. The purge cassette was returned for evaluation, but the impella cp pump was not returned. As per clinical, the patient developed hemolysis due to suction alarms and was also having bleeding at the impella groin side with partial thromboplastin time (ptt) around 147 seconds. The patient was assessed with two liters of volume to resolve the hemolysis. During bleeding, ptt was found to be high at 147 seconds. The cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical information per clinical. The cause of the hemolysis issue was most likely patient condition related with additional volume given resolving complication per clinical and data log review. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis,¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient had bleeding from the impella access site. The site was injected with epinephrine and manual compression was applied. Furthermore, the patient developed hemolysis. Two units of blood products were administered to the patient to assist with the access site bleeding and hemolysis.